Event description:
Caller reported a cgm error 42 involving a g6 sensor. There was no adverse impact to the customer's blood glucose level. Customer was provided with complete information on how to reset the pump and will perform the reset when ready, with plans to follow up with technical support if the issue persists. Upon follow up cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear. Caller successfully started their sensor session.